Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results which does not match with patient clinical condition on one patient. The one result provided were: sid (B)(6) initial= 60.0 iu/l (> 25.0 iu/l=positive) /repeated on same analyzer=negative (no actual result provided) /repeated on another analyzer=negative (no actual result provided) there was no reported impact to patient management.

Event description:
The customer observed false positive alinity I total b-hcg results which does not match with patient clinical condition on one patient. The one result provided were: sid (B)(6)initial= 60.0 iu/l (> 25.0 iu/l=positive) /repeated on same analyzer=negative (no actual result provided) /repeated on another analyzer=negative (no actual result provided) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data, accuracy testing of alinity I total b-hcg reagent lot 51194ud00. The ticket search determined that there is as expected complaint activity for the likely cause lots. A review of complaints determined that there are no trends for the product for the complaint issue. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 51194ud00 were evaluated using worldwide data. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot number 51194ud00.updated information in section g1: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.